Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not to be reviewed since the device manufacture date cannot be verified as the customer could not confirm the serial number of the iabp involved in the event.

Event description:
It was reported, while in use on a patient, blood was noticed in the intra-aortic balloon and the hosing. At insertion site of the intra-aortic balloon a leak was noticed because of a gas hissing sound. Vessel rupture occurred. The patient had severe hemorrhaging and needed surgical intervention. This is being attributed to the balloon. There was no alleged malfunction of the intra-aortic balloon pump. A separate record will be submitted for the iab involved in this event.